Manufacturer narrative:
Updated fields:  g3, g6, h2, h3, h10. Additional information received indicated that the physician will explant the valve.

Event description:
N/a

Manufacturer narrative:
The certas valve was not returned for evaluation (remains implanted) therefore, an evaluation of the device could not be performed. The video was provided by the doctor which show him programing the valve, but confirmation of setting shows that the valve is still at same setting, it is not possible to investigate without the valve. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: "the valve will not be returned. The doctor has not yet performed the exchange and for the time being he will not. "

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis: the valve was visually inspected, no defects noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas plus valve was implanted to a (B)(6) year-old female patient with a setting of 4 via the lumbar spine, with a diagnosis of a pseudotumor. The physician tried to use the programmer to set the valve to 3mmhg, but this was not possible. Within a month of implantation, the patient had complaints of headaches and dizziness. Upon x-ray, it seems that the valve was not fixed correctly. The valve has not yet been replaced at the time of this report. The patient remains at home with headaches, dizziness, and pain.